Manufacturer narrative:
A ge representative evaluated the system and replaced the systems interface and isd boards. System operates as intended.

Event description:
Customer reported the system is displaying a communications error. No pt injury was reported.